Event description:
During a scs revision procedure on (B)(6) 2025 (manufacturer report number:3006705815-2026-00472) the left drg lead was accidentally pulled out. Since it was not possible to place the lead back, the physician cut the lead and removed a portion of the lead. A small fragment of the lead remains implanted. As such, surgical intervention may be needed in the future to remove the remaining fragment of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.